Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A medical professional reviewed the received information and noted the following: "the CT-slices and the 3d-CT-simulations of the ankle joint show the presence of a cement spacer after the removal of the primary tar (inbone). Indication for such a two-stage procedure usually encompasses periprosthetic joint infection, however, this can only be confirmed with clinical data and microbiologic cultures of joint aspirate and/or tissue. An x-ray shortly prior the removal of the primary implant would be helpful as well to assess the (root) case of this event." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.